Event description:
Nurse went to put on isolation gown prior to entering isolation room. Put left arm through sleeve and discovered that the elastic was not attached to make the cuff tight around the wrist. The right sleeve upon investigation was found sealed at the hand. Gown not used. It was turned in to infection control who then sent it to safety department. No other gowns found unusable at this time.======================manufacturer response for isolation gown, kimberley-clark isolation gown (per site reporter).======================talked to company rep via phone on march 1. He said he would have a mailing label sent for the gown to be returned to them for review. Still waiting for this label.also, this is an issue that we reported in 2012 twice and still have not received an official letter from the company explaining why the gowns are failing so often.what was the original intended procedure?protect staff from potential exposure: transmission based precautions, patient in isolation.